Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the product label (photo 1) and photo 2 showed the product during priming and on the area below the header cap with water drops were observed. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of polyflux 14l, a water leakage was observed. There was no patient involvement. No additional information is available.